Event description:
During device preparation, the physician noted that the helix failed to rotate on the right ventricular lead. A new lead was implanted to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended. Visual inspection and x-ray examination of the lead did not find any anomalies. The helix was able to extend and retract. The fully extended helix was within specification. The reported event of inability to rotate the lead helix was not confirmed.